Manufacturer narrative:
The device was discarded and will not return for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose)."

Event description:
The customer's mother reported that her daughter's blood glucose kept rising. They removed the pod after about four hours, when her bg read "high" (>500 mg/dl). The cannula looked like it had a kink in it. The device was discarded.